Event description:
It was reported that during a selenia dimensions procedure the gantry was shaking during tomo sweeps. A field engineer examined the equipment and it was determined that one of the c-arms bolts was broken. The vta assembly will be replaced and the movement issue has been resolved. No patient or staff injury reported. No other information is available.